Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported through amulet laao registry data that on (B)(6) 2022 an amulet left atrial appendage occluder was implanted. On (B)(6) 2022 it was noted that the patient experienced a pericardial effusion with tamponade requiring percutaneous drainage and on (B)(6) 2022 the patient experienced non-device related readmission. On (B)(6) 2022 patient also experienced a deep vein thrombosis. No additional information was reported.

Manufacturer narrative:
An event of pericardial effusion with tamponade requiring percutaneous drainage was reported. A more comprehensive assessment could not be performed as no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.h6 device code 4648 removed.